Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's wife stated that she noticed fluid leaking inside the cassette door following the patient's treatment. Patient completed his treatment on the cycler last night. The patient was advised to contact the pd nurse. During follow up the patient's clinic reported there was no injury due to the leak. The patient wa not prescribed any antibiotics. The set was discarded.